Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) confirmed that the tower door latch was failed. So, the fse replaced the faulty door latch and cleaned latch contact with grease, after that tested in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure and patient cassettes were stored in this location, and the door experienced repeated operational failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.